Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime/delivery test due to faulty force sensor. Motor passed motor test. Unit had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt slip clot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Alarm history showed nine motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.